Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events "excruciating pain, infection, classic vascular occlusion, swelling, bruising, nose had a green hue, pustules, anxiety, and a scar" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events as follows: warnings: "the product must not be injected into blood vessels. Introduction of juvéderm® ultra plus xc into the vasculature may occlude the vessels and could cause infarction or embolization." "Injection procedure reactions consist mainly of short-term inflammatory symptoms starting early after treatment and lasting [less than or equal to] 7 days¿ duration." Precautions: "as with all transcutaneous procedures, dermal filler implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed." "If laser treatment, chemical peeling, or any other procedure based on active dermal response is considered after treatment with juvéderm® ultra plus xc, there is a possible risk of eliciting an inflammatory reaction at the implant site. And inflammatory reaction is also possible if the product is administered before the skin has healed completely after such a procedure." Adverse events: "the most common injection-site responses for juvéderm® ultra plus xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising." Post-market surveillance: "the following adverse events were received from postmarket surveillance for juvéderm® ultra (without lidocaine), which were not observed in the clinical trials; this includes reports received globally from all sources including scientific journals and voluntary reports. Adverse events with a frequency of 5 or more events are listed in order of prevalence: inflammation at the injection site, allergic reaction, blister, infection at the injection site, skin rash, bleeding at the injection site, necrosis at the injection site, abscess at the injection site, and headache." "Inflammation at the injection site, mostly a nonserious event, has been reported in association with edema, erythema, ecchymosis, pruritus, induration, pain, nodule, abscess, and infection. Time to onset ranged from 1 day to 4 months post juvéderm® ultra plus injection, and outcome ranged from resolved to ongoing at last contact. Interventions prescribed by the physicians included topical steroidal cream, oral steroids, and antibiotics. Additional treatment noted was a needle aspiration for drainage of an abscess." "Serious adverse events have infrequently been reported for juvéderm® ultra plus (reported with a frequency of 5 or more). The most commonly reported serious adverse events were edema, erythema, ecchymosis, and pain." "The onset of edema, erythema, and pain generally varied from immediate to 2 months post-injection. The treatment prescribed included nsaids, antihistamines, antibiotics, steroids, and hyaluronidase. In most cases, the reported events resolved within a few days to 5 weeks." "The onset of ecchymosis generally varied from immediate to 1 day post-injection. The treatment prescribed included nsaids, antihistamines, antibiotics, steroids, and hyaluronidase. In most cases ecchymosis resolved within a few days to 6 weeks." "Additionally there have been reports of nodules, infection, and inflammation." "The onset of infection generally varied from immediate to 1 month post-injection. The treatment prescribed included antibiotics, pain killers, and antibacterial drugs." "The onset of inflammation generally varied from the day of treatment to 1 day post-injection. The treatment prescribed included antibiotics, steroids, and needle aspiration. Resolution of symptoms has been reported within 4 days."

Event description:
Patient called and reported they were injected with juvederm in the nasolabial folds, chin, and around the lips and it resulted in hospitalization for 3 days. The few days between when the symptoms started and the trip to the emergency room, the patient saw significant changes to their face. The patient indicated that after the symptoms started, it took 2 or 3 days to see the injector and by the time the injector saw what was going on, they sent the patient to the emergency room where they were hospitalized for 3 days. Patient indicated the injector did a facial with an acid peel prior to the injection; after injection, the patient had excruciating pain that resolved before they were hospitalized. Patient indicated the injector and plastic surgeon at the hospital thought the reaction to be an infection. The patient also reported they went to see another injector who indicated they were a "classic" vascular occlusion case. Patient indicated the excruciating pain in the nose began within hours of injection, later that night. Patient stated the left side of their nose began to swell, then eventually spread to the left side of their face. Patient also reported bruising and that their nose had a green hue to it. Pustules also developed on the bridge of the patient's nose. The patient also reported having cultures done at the hospital, all of which came back negative. At the hospital , patient was treated with "IV steroids, IV acyclovir, IV vancomycin," and given xanax for the anxiety felt regarding their reaction to the injection and the symptoms involved. Patient was also prescribed clindamycin, "florastor," and tramadol upon leaving the hospital. Everything has resolved, except now the patient states they are left with a scar in the left nasolabial fold in the "area where the nose creases."